Manufacturer narrative:
Age at time of event: 18 years or older. Returned product consisted of an emerge balloon catheter. There were numerous kinks throughout the hypotube. The hypotube was separated 91 cm from the hub. The separated ends were ovaled which is consistent with the hypotube kinking prior to separating. The reported separation was confirmed.

Event description:
Reportable based on analysis completed on 03jan2020. It was reported that a shaft break occurred less than 15cm from the hub. A percutaneous coronary intervention was being performed on a 75% stenosed, mildly calcified and mildly tortuous lesion. A 2.50mm x 20mm emerge balloon was being used and the shaft was broken. The procedure was successfully completed with a different device without issue or patient injury. However, returned device analysis revealed a shaft break 91 cm from the hub.